Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED speaker is not working. The customer tried an additional battery pack with an expiration of 2031 and it also did not work. The asi light was flashing green when testing, red when done, would go through the analyze, check pads lights but did not hear any sound. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not indicate that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED speaker is not working. The customer tried an additional battery pack with an expiration of 2031 and it also did not work. The asi light was flashing green when testing, red when done, would go through the analyze, check pads lights but did not hear any sound. The reported event did not occur during patient use.